Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high out-of-range shock impedance measurement greater than 200 ohms and pace impedance measurements that rose from 450 ohms to 1750 ohms. Additional information received reported that x-rays taken during the lead revision showed that the rv defibrillation lead appeared folded in half. The rv lead had dislodged, and the folded portion of the lead was located in the pocket. The field representative noted that the rv lead did not appear physically fractured at the fold. No additional adverse patient effects were reported.